Event description:
It was reported that during the implant attempt, the lead insulation bunched up at the valve on the sheath and the lead would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was returned, analyzed, and no anomalies were found. It was noted that blood was present on the distal end and the helix was noted to be bent. Visual analysis indicated that there was lead damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead insulation bunched up at the valve on the sheath and the lead would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.